Event description:
It was reported to the manufacturer that the vns patient was experiencing discomfort at the generator site. Diagnostics performed following the onset of the discomfort revealed normal device function. Further follow up with the surgeon revealed that a possible contributing factor to the event could be due to the patient participating in hunting activities in which the patient uses a rifle. The action of firing the rifle results in a repetitive impact to the generator site. X-rays were taken of the lead and generator to assess the placement and continuity of the device. It was observed on the x-rays that the lead connector pin did not appear to be fully inserted into the generator connector block. However, the diagnostic results indicate that the device is able to deliver the set parameters. Surgery occurred to replace the generator prophylactically per the patient's request. It was observed during surgery that there was no suture present securing the generator to the fascia. In addition, migration was not observed. Attempts to obtain additional information from the surgeon regarding the believed cause of the event and the outcome of the surgery have been made, but have been unsuccessful to date. The explanted generator has not been returned to manufacturer for analysis.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays review by the MFR, lead pin did not appear to be fully inserted past the connector block. Device failure is not suspected, however, a serious injury did occur.